Event description:
Boston scientific received information that this device showed noise, oversensing resulting in inappropriate anti tachycardia therapy, as well as inappropriate shock on the right ventricular channel. In addition, it was noted that the noise was oversensed for > 2 seconds in duration, as well as high out of range pacing impedance measurements. The patient was not pacemaker dependent. A compromised competitor lead was suspected, but not confirmed. A revision was scheduled to surgically abandon the competitor lead and implant a new lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a revision took place and the competitor rv lead was disconnected from the device and remained in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information is investigation will be updated.